Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that the system will not boot up. Review of the system log file showed that a frame grabber card initialization error in the flex vision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. To resolve the issue rse suggested in house engineer to replace and configure flex vision hdd, flex vision pc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision pc and hard disk drive. The device was returned to expected functionality. Philips has started an investigation of this complaint.